Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a cracked display issue. Reportedly, the subject pump fell out of the patient¿s pocket and the display screen was cracked. The patient is unable to see the dark display to work the pump appropriately. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was found to be damaged and cracked. A test screen was inserted and was found to function properly with normal contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.